Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no vibration. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. The receiver log was downloaded and reviewed, finding no errors related to the complaint due to initial alarm was snoozed/ acknowledged by the user. Manual "try it 55 fixed low test" was performed and passed. Functional testing was performed and passed all relevant testing. The receiver was opened and an internal visual inspection was performed and passed. Vibrator resistance was measured and found to be within specification. The allegation was not confirmed. A probable cause could not be determined. No injury or medical intervention was reported.